Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's low blood glucose was 77 mg/dl. The customer treated their low blood glucose with glucose tablets. It was also reported that a year ago, the customer had experienced low blood glucose levels that were around 30 mg/dl. The customer called the paramedics a few times due to her low blood glucose and they brought her blood glucose up with a sandwich and juice. The device will not be returned for analysis. The customer was advised to monitor their blood glucose and the insulin pump.